Event description:
Customer reported receiving intermittent button error alarms on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 184 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked cast at display window corners and minor scratches on lcd window.